Manufacturer narrative:
Method: one empty (dual) pump and catheter, were received for evaluation and investigation on (B)(4) 2011. Results: two antimicrobial catheters were attached to the distal luer ends of the returned I-flow pump, and were approximately 37 inches long. Catheter (a) was broken and slightly stretched but able to infuse. Catheter (b) was occluded with an appearance of blood and did not infuse. Both catheters (a) and (b) were brown in color. Conclusions: the reported complaint was confirmed for break on catheter (a). A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release.

Event description:
Drug/diluent: bupivacaine .5%. Fill volume: n/a. Flow rate: n/a. Procedure: abdominoplasty. Cathplace: bilateral and parallel to midline. Catheter broke during removal by patient. Surgeon did not have difficulty inserting the catheter or removing the introducer. Catheter appeared stretched at the break point and approximately 5 inches was left in the patient. Catheter fragment has not been removed from patient. Catheter and pump were returned to for evaluation. No adverse event reported. Per surgeon (B)(6), patient is doing fine and catheter fragment will be retained. (B)(4).